Manufacturer narrative:
Device passed the displacement, self test and passed the delivery accuracy test at 0.08720 inches noted. No missing segment or partial display anomaly during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display had rainbow effect and hard time reading the pump even if the pump was functioning correctly. Customer's blood glucose level was 182 mg/dl. The customer advised that the pump will need to be replaced. The customer advised to revert to back up plan per health care professional instruction. The insulin pump will be returned for analysis.